Event description:
It was reported that during the implant procedure, the lead exhibited intermittent loss of ventricular sensing and high impedance. The lead was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.